Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that her blood glucose has been elevated for the past 10 days. She stated her readings have been 400-600 mg/dl. She stated that she is very brittle and her target blood glucose range is around 150 mg/dl. She reported symptoms of nausea, dizziness, thirst, and muscle aches. The patient stated recently received a cortisone shot and began using new migraine medication. She stated "I know my pump is working because I'm going through insulin like crazy." She stated she will continue to bolus until she is able to speak with her physician. Upon follow up the patient stated her blood glucose had returned to normal, 112 mg/dl. She stated she changed her basal rates and sliding scale per her physician. No product will be returned for evaluation.